Manufacturer narrative:
A ge service representative performed an on site investigation. The display adapter/image processor was removed and reinserted. The system was then found to be operating as intended.

Event description:
The customer reported that the left monitor was "noisy" which created a loss of live image. No patient injury was reported.